Event description:
The facility reports a pump with a broken door found during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.